Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that sometimes the auto-test does not pass, there is an error that says failure, red cross and shock blockage. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the xl+ device indicating that the self-test fails sometimes. There was reportedly no patient involvement. A philips remote service engineer evaluated the device remotely and it was recommended to replace the capacitor, however the customer was informed that the device is end of life since 12/31/2022. The spare capacitors are no longer available. The device remains at the customer site and no further evaluation is warranted at this time. H3 other text : remote support provided.